Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event with more detail. When the device "misfired", was the device able to be fully fired? Or was the device fully fired but when the "the staples was not released from the stapler. " was the device missing staples? Or were staples seen in the surgical field? Were there any patient consequences as a result of the event? If yes, please describe.

Event description:
It was reported that during a low anterior resection procedure, the product misfired when firing. The staples were not released from the stapler. Another product was opened to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m55d98. Device evaluation: the analysis results found that the cdh25a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify the event with more detail. When the device "misfired", was the device able to be fully fired? Or was the device fully fired but when the "the staples was not released from the stapler. " the device was not able to fully fire. The staples was not ¿released¿ was the device missing staples? Or were staples seen in the surgical field? No staples visible. Were there any patient consequences as a result of the event? If yes, please describe. No adverse event. They opened another company¿s product to complete the procedure.